Event description:
Same case as 1527460-2010-00112. The complainant reported an over-delivery. The pump was set at 100 ml/hr and delivered 200 ml over one hour per method of measurement. Which was a graduated measuring cup.

Manufacturer narrative:
(B) (4). (B) (4): (B) (4).